Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The 90% stenosed, mildly calcified lesion was located at the posterior descending left circumflex (lcx). The physician pre-dilated the lesion with a non bsc balloon. After the physician implanted a taxus express2 2.50x20mm drug eluting stent, he experienced balloon withdrawal resistance. The physician repeatedly inflated and deflated at nominal pressure several times, and then successfully removed the balloon. There were no pt complications and the pt status after procedure was good.